Event description:
It was reported that the patient was receiving inadequate stimulation. The patient underwent a deep brain stimulation lead revision procedure, and during the procedure the suretek burr hole cover kit split into two pieces. The physician replaced the lead and the suretek burr hole cover kit. The patient has fully recovered.

Manufacturer narrative:
Additional suspect device: product family: dbs-lead fixation, upn: m365db4600c0, model: db-4600c, lot: unknown, batch: unknown.

Manufacturer narrative:
Additional suspect device: product family: dbs-lead fixation, upn: m365db4600c0, model: db-4600c, lot: 21605820, batch: 21605820. Correction to initial MDR in box b5. Device technical analysis: db-2202-30, serial number (B)(6). Visual inspection revealed that the lead body was cleanly cut from the proximal end. The clean-cut damage is a result of a typical explant procedure and it is not considered a failure. The lead passed x-ray inspection and the dimensional test. An electrical test could not be performed due to the cut lead body. No other anomalies were identified during the product analysis. Db-4600c, lot number 21605820. Visual inspection of the retaining clip revealed that it was fractured into two pieces. It appears that excessive mechanical force was exerted onto the plastic clip, resulting in the reported damage.

Event description:
It was reported that the patient was receiving inadequate stimulation and the patients lead displayed high impedances. The patient underwent a deep brain stimulation lead revision procedure, and during the procedure the suretek burr hole cover kit split into two pieces. The physician replaced the lead and the suretek burr hole cover kit. The patient has fully recovered.